Event description:
During patient use, an 'o2 sensor ba' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No patient injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.